Event description:
Additional information was received that indicated that the sleep apnea was not related to vns.

Event description:
It was initially reported that the patient has a history of sleep apnea. It is unknown if the sleep apnea is related to vns.good faith attempts for more information have been unsuccessful to date.